Manufacturer narrative:
Investigation results: device analysis findings: device evaluated by manufacturer: the device was returned for analysis. Visual inspection did not identify any damages or defects. The returned wire was removed with resistance from the device due to kink damage on the wire, reinsertion was not performed due to the wire damage present. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, the most probable cause was considered cause traced to another device. It was considered likely that the reported event occurred due to factors encountered during the procedure, such as the damage to the returned rotawire.

Event description:
It was reported that the burr stuck on guidewire occurred. The 90% stenosed target lesion was located in the non-tortuous but severely calcified proximal left anterior descending artery. A 1.75mm rotapro and rotawire drive was selected for use. During insertion into the patient's body, it was noted that the rotaburr got stuck on the rotawire. The devices were removed as one unit. The procedure was completed with a different device with no patient complications.

Event description:
It was reported that the burr stuck on guidewire occurred. The 90% stenosed target lesion was located in the non-tortuous but severely calcified proximal left anterior descending artery. A 1.75mm rotapro and rotawire drive was selected for use. During insertion into the patient's body, it was noted that the rotaburr got stuck on the rotawire. The devices were removed as one unit. The procedure was completed with a different device.